Manufacturer narrative:
At a minimum, weekly notifications are sent to affiliates for sample followup, completion of pending activities and completed investigations by vpa/gss. (B)(4).

Event description:
A surgeon reported the aspiration didn't work due to the clogged line issue during a cataract procedure. The surgery was completed with another product. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
This the fifth complaint reported for this finished goods lot; however the second for this issue. A review of the device history records indicates the order was built to specification. The returned samples were visually and functionally tested and passed testing. No contributing factors could be identified that could cause the customer's reported issue. The root cause of the customer's complaint could not be established; the returned samples met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the samples met specifications. The manufacturer internal reference number is: (B)(4).